Manufacturer narrative:
It was reported on (B)(6) 2016 that the subject lead has not been explanted but was abandoned.

Event description:
During a scheduled follow-up, the physician observed strong artifacts in the ventricular channel. Therefore the physician suspected a lead issue.

Manufacturer narrative:
(B)(4)

Event description:
During a scheduled follow-up, the physician observed strong artifacts in the ventricular channel. Therefore the physician suspected a lead issue.